Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient complained of alarms while connected to the mobile power unit (mpu). The patient states she does not receive any messages on her controller screen and no symbols are illuminated except the pump running symbol. Initially alarms were only occurring while moving around but have now occurred while in bed or sitting in a chair. No external power alarms noted on log file. The patient denies any double disconnecting of power leads. It is unknown if the power code is coming loose from the mpu housing unit or the wall. Log file analysis confirmed multiple no external power events. It was reported the patient did not have any power outages and the outlet was not loose. The patient also had their system controller exchanged. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of no external power alarms recorded in the log file was confirmed. The log file provided by the customer contained events recorded from (B)(6) 2019 where no external power alarms were recorded on (B)(6) 2019. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. A specific root cause for the no external power alarm was not able to be determined. The (B)(6) was not returned for evaluation. Per the additional information the patient was issued a new mpu and the alarms have continued on her new mpu. We advised patient to only have her mpu in the outlet. Verified she is not having power outages in her apartment and that the outlet is not loose. Heartmate 3 patient handbook and heartmate 3 instructions for use, explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop. No further information was provided. The manufacturer is closing the file on this event.